Event description:
Reportedly, when the device was connected to a patient through a 4-wire ECG cable, leads ii and avl were not displayed on the lcd, and leads iii was displayed as a flatline trace. All leads and connections were checked in an unsuccessful attempt at correction. There was no device display of ECG leads off message or dashed lines at this time. Device power was cycled and unspecified actions at correction were completed. At this time patient ECG was displayed propeerly in leads ii, but leads iii and avl were blank. Patient monitoring was continued in lead ii